Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device battery had depleted to a longevity of less than one year. The physician was unable to determine if the battery experienced normal or premature depletion. Technical support reviewed the device fast path image and believed the battery depletion appeared to be normal due to the activation of segms. However, technical support did not rule out premature battery depletion. The device will be explanted and replaced once it reaches elective replacement indicator (eri). The patient was in stable condition and will continue to be monitored.